Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mvs power cord needed to be replaced. The representative added spare fuses fro the mvs. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site disconnected the mobile view station (mvs) ac cable from the wall an saw a flash. There is damage done to the plug, which is charring, and the mvs will no longer power on. The site biomed in response placed a hospital grade plug on the power cable. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.